Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm upon first dilation. The balloon was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition was good.